Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The field service engineer checked the fluid path. The pinch valve tubing and sample pipettor tubing were replaced. The customer repeated patient samples and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable for a total of 12 patient samples tested with elecsys anti-tpo on a cobas e411 disk. Examples were provided for three patient samples with discrepant anti-tpo results. The first sample initially resulted in an anti-tpo value of > 600 iu/ml with a data flag and it repeated as 16.72 iu/ml. The second sample initially resulted in an anti-tpo value of 162 iu/ml and it repeated as 74.97 iu/ml. The third sample initially resulted in an anti-tpo value of 49.7 iu/ml and it repeated as 16 iu/ml.

Manufacturer narrative:
The calibration signals were lower than expected, but this had no influence on the issue. Quality controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, no relevant alarms were observed. The instrument appeared dirty. The investigation could not identify a product problem. The cause of the event could not be determined.